Manufacturer narrative:
Patient idenfiier of multiple are sample ids (B)(6) from two different draw dates from the same patient. This report is being filed on an international product list 06c37, that has a similar us product distributed in the us list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) architect anti-hcv on a patient who contracted (B)(6) in 2000 and was treated with interferon. Data was provided for two samples from the patient. (B)(6) generated architect anti-hcv (B)(6) ((B)(6) 2017) but ortho grayzone and roche (B)(6). (B)(6) generated architect anti-hcv (B)(6) ((B)(6) 2018) and (B)(6) on another architect analyzer. No specific patient information available. No impact to patient management was reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of architect anti-hcv reagent, lot number 79249li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, additional replicates of the positive control, two sensitivity panels (core only panel and ns3 only panel) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The values for the positive control and the sensitivity panels met specifications and all generated results were in the typical range and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hcv test results and the reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. The performance of the likely cause lot was investigated by completing a review for potential non-conformances/ non-conformances or deviations related to the likely cause lot. This review did not identify any potential non-conformances/ non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed in the labeling. No systemic issue and/or product deficiency was identified.